Manufacturer narrative:
The pump was returned with the driveline cut approximately 4 inches from the pump end bend relief and the severed portion of the driveline was returned. Examination of the internal portion of the driveline did not reveal any obvious breaches in the outer cover. The pump portion of the driveline showed breakdown of the braided shield and a small disruption in the clear bionate near where the driveline had been severed, approximately 6.25 inches from the pump housing. Visual inspection of the wires found that the orange wire had completely fractured at the bionate disruption. The orange wire insulation was also breached approximately 0.5 inches proximal of the fracture. Breaches in the brown, red, green, and yellow wires were also observed adjacent to the orange wire damage. Manipulation of the wires caused the yellow wire to elongate and fracture, indicating that the majority of the inner conductors had fractured beneath the insulation breach. Electrical continuity testing of the intact black, brown, red, and green wires did not reveal any discontinuities or shorts. Examination of the connector portion of the driveline found several areas of braided shield breakdown, which appeared consistent with the areas of wear that were identified on the x-rays that were submitted. Electrical continuity testing of the driveline did not reveal any discontinuities or shorts and visual inspection of the wires found them to be unremarkable. Hipot testing of the driveline did not reveal any insulation breaches that would have contributed to an electrical short. If any of the exposed wire conductors (internal) contacted the braided shield while the system was operating on the power module, the resulting short to ground would have resulted in the low speed events that were observed in the patient¿s event history that was submitted. The fractured orange wire and the inner conductor breakdown observed in the yellow wire would have resulted in the reported driveline fault alarms. All of the observed wire damage appeared to be the result of fatigue due to repetitive movement. A review of device history records showed no deviations from manufacturing or qa specifications that would affect device function or performance. No further information is available. The manufacturer is closing its file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad). Approximately 4 years and 3 months post-implant, the patient was at the hospital for a routine system controller exchange. A driveline fault alarm appeared approximately 5 minutes after the new system controller was connected and the same alarm appeared when another new system controller was connected. The hospital team checked the patient¿s event history from his original system controller and it was reported that the pump was unable to maintain the fixed speed two separate times. The patient was asymptomatic. The patient was readmitted and x-rays of the driveline were taken. The manufacturer¿s technical service representative inspected the patient¿s driveline and a broken orange wire was found. In addition, a large yellow and brown unknown substance was seen under the silicone tubing cover of the driveline. The entire external portion of the driveline was cleaned. The external portion of the driveline was manipulated and no pump stoppages or reductions in pump speed occurred. It was also reported that the patient had a weight gain of approximately 15kg. The patient received a pump exchange on (B)(6) 2015.

Manufacturer narrative:
The approximate age of the device is 4 years and 3 months. The device was returned for analysis. Evaluation is not complete. The patient remains on lvad support with the replacement pump. No further information is available. A supplemental report will be submitted when the manufacturer¿s investigation is completed. Placeholder.